Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. It was reported that the insulin pump became unresponsive and no button was working. The customer reported that they had icons for reservoir and sensor connection on the screen, but the insulin pump was not responding. The insulin pump will be returned for analysis.